Event description:
Subject was treated with therasphere in 2006. Labs drawn 2 weeks later revealed an elevated bilirubin. CT on same day revealed radiographic evidence of biliary ductal dilatation due to enlarged tumor. Investigator believes this could be a tumor inflammatory response versus progression of disease and thus indirectly related to therasphere.